Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The soft cannula was observed to be crushed, out of specification, and torn. The timing and cause of this damage is unknown. Due to the damaged soft cannula, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed below the tear and no other leakages were observed. The adhesive pad was not returned with the device. No issues were observed with the adhesive welds. Although no issues were found, the exact cause of the failure to adhere could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge and the cannula was found bent . As treatment, a new pod was applied and a bolus of 4 units was delivered.